Event description:
It was reported to boston scientific corporation in 2008 that a hemostatic clipping device was used during a hemostasis procedure. (Procedure date, patient gender, age and weight unknown) according to the complaint, the technician removed the device from the package and removed the sheath. The technician then tested it by opening and closing it and handed it to the doctor. The doctor placed the clip in the scope. When the doctor got to the site that he wanted to place it, he closed the clip on and tried to reopen it again. The clip fell off inside the patient. The clip was not retrieved from the patient. The case was completed with another hemostatic clipping device.

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. Upon investigation, it was noticed that the over sheath was removed. The clip assembly was still attached to the bushing as designed. The clip assembly was actuated several times and then deployed as per design. The cause of the reported malfunction is undetermined.